Event description:
Upon interrogation a battery error was displayed and time until eri was greater then 6 months. The device remains implanted. This file will be updated when more information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data have been analyzed thoroughly. The analysis revealed that the battery is not depleted. It is reasonable to assume that the programmer clock was not set appropriately during the follow-up which led subsequently to the clinical observation. Once the device is interrogated by a programmer that has its clock set properly during the next follow-up the observation should be automatically solved and the remaining service time will be given as expected. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.